Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. It was reported that the injector separated from the syringe luer lock. As a physical sample was not returned, a comprehensive sample evaluation could not be performed. To support the investigation, one photograph was reviewed by our quality team. The photograph depicts an empty syringe with the plunger rod and rubber stopper positioned at the 20ml graduation mark, along with a solution bag and a phaseal optima injector. No visible defects or abnormalities were identified in the image. In the absence of a returned sample for further analysis, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The following information was provided by the initial reporter: it was reported by customer that they experienced an unusual event involving a bd phaseal optima injector component last week that we have never experienced before. While injecting gemcitabine into an IV bag, the injector became disconnected and resulted in a spill. There was no issue drawing the dose into the syringe; however, as soon as the technician began to depress the plunger, the phaseal injector separated from the syringe luer lock (see attached photo). This led to a chemotherapy spill. I would like to submit a product complaint and ask whether this issue has been reported previously, or if you have any insights into potential cause. Verbatim: 1.was there any damage noted on the injector luer or luer of the syringe? No damage observed on the injector luer or the luer of the syringe. 2.can additional photos of the injector be provided? Or is the physical sample available for return? No additional photos available. 3.was the preparation completed with the same injector and/or syringe? Preparation was completed using the different injector and/or syringe. 4.what is the material information for the syringe? Unsure what the question is asking - but I believe it was a 60 ml syringe we used. All of our syringes are bd: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? (B)(6), 2026. 2. Please share the syringe material & lot number associated with reported issue: it was a 50 ml bd syringe (not 60 ml) and we do not know the lot and expiry. But it would have been the bd 50 ml syringe luer-lok tip.